Manufacturer narrative:
Pc-(B)(4). Batch # 351a86. Additional information was requested, and the following was received: could you please specify which part of the device broke? => no further information is available. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the left bearing detached and returned inside of a plastic bag along with a suture piece, the right bearing was present and in position within the saddle pin, and with sr75 reload loaded on the device. The reload was received fully fired. Further investigation shows that the shroud was noted the damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. Also, one b-formed staples and 2 malformed stapes were returned inside of a plastic bag. In addition, the device and test reload were tested for functionality, fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The damage on the shroud and the left bearing detached is consistent with improper use of the device. Please refer to the IFU for the proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. Although the returned staples were found to be malformed, no conclusion could be reached as to the cause of the staple malformation. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open pancreaticoduodenectomy, a part of the device came off. No pieces were left inside the patient. The firing was completed properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.